Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. It was reported that the cause of the stimulation being felt only in legs, suspect of lead being intrathecal, incontinence and pain was determined to be intrathecal. The system was removed, including the leads and ins. The results of the MRI were lead intrathecal. The rep was unsure if the issue was resolved after the actions taken.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2018, explanted: (B)(6)2018, product type: lead. Product ID: 977a260, serial# (B)(4), implanted: (B)(6)2018, explanted: (B)(6) 2018, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the healthcare provider (hcp). It was reported that the patient had a very technically challenging lead placement. Even with adjustments at the time of implant this was still an issue because of scoliosis rotation and severe spinal stenosis. The hcp noted that migration of the lead was more common in situations like these. No further complications reported.

Manufacturer narrative:
Continuation of medical devices: product ID 977a260, serial# (B)(4), implanted: (B)(6) 2018, product type lead. Product ID 977a260, serial# (B)(4), implanted: (B)(6) 2018, product type lead. Information references the main component of the system. Other relevant device(s) are: product ID: 977a260, serial/lot #: (B)(4), ubd: 02-feb-2022, UDI#: (B)(4); product ID: 977a260, serial/lot #: (B)(4), ubd: 02-feb-2022, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacturing representative (rep) regarding a patient with an implantable neurostimulator (ins). It was reported patient was implanted last week and has experienced incontinence since implant when going from sitting and standing. Also having pain upon palpitating skin from left back wrapping around to abdomen left side only. Physician suspects leads intrathecal but patient has had no headaches. Impedance all within normal limits. Turned amplitude to 0.4 and patient feeling strong only in legs no matter where rep was programming on the lead top to bottom. X-ray obtained and leads look posterior. Plan to get an MRI within the next week-if leads are intrathecal, system will be removed. Leaving stimulator off as patient stated has not had any of her regular chronic pain. Feels that is being overridden by this new skin pain wrapping around left side. The issue has not been resolved. No surgical intervention occurred. Unknown if intervention will occur rep will follow up for more information. No further patient symptoms or complications were reported in this event.

Manufacturer narrative:
Product ID: 977a260, serial# (B)(4), implanted: (B)(6)2018, explanted: (B)(6)2018, product type: lead, product ID: 977a260, serial# (B)(4), implanted: (B)(6)2018, explanted: (B)(6)2018, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a health care professional via a manufacturer representative. It was reported that the physician did not feel it was an issue with the system; it was a placement issue. No further patient complications are anticipated or expected as a result of this event.

Manufacturer narrative:
Other applicable components are: product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2018, explanted: (B)(6) 2018, product type: lead; product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2018, explanted: (B)(6) 2018, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the representative. It was reported that the representative wasn't sure why the lead was placed intrathecally. Nothing about testing the stimulator made them think it was intrathecal. At the patient's post-op visit it seemed likely it was intrathecal and the MRI conducted confirmed it was intrathecal. No further complications reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.